Event description:
It was reported that when trying to remove the pin from the cut guide, it got stuck and could not be removed. The surgical technique was utilized. There was no surgical delay. All available information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign country: japan. Visual inspection of the returned device confirmed that the item is seized in one of the guide holes and the hex feature has fractured off and was not returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.